Event description:
Reporter indicated that pt was admitted to the hosp emergency room in 2002 with an incidence of three seizures. The pt had 2 seizures at the nursing home where pt resides and 1 generalized tonic-clonic activity observed in the emergency room. The emergency room seizure lasted for a few minutes but had a prolonged postictal state. The pt had a tongue bite and urinary incontinence with the emergency room seizure. The pt admitted to recent sinusitis. The pt's device off time was reduced from 10 minutes to 5 minutes and lamictal (50mg po qd) was added to pt's drug regimen in an effort to regain seizure control. The pt was seen by neurologist for follow-up in 2003 at which time the following medication changes were made: lamictal increased from 50mg to 100mg bid, stop topamax 50m bid. Pt's spouse reported emotional changes and forgetfulness since decrease of off time in 2002. No changes were made to device settings. Physician indicated that the device battery was ok. The pt is scheduled to follow-up again with neurologist in 2003.